Event description:
The patient reported that the device was unable to capture. It was explanted and replaced. The patient later reported dizziness, noise, and a broken wire was found. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.